Event description:
It was reported by service report that the auxiliary power cord was damaged; the power cord was missing, and both siderail panels were damaged with sharp edges. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: damaged auxiliary power cord and missing main power cord. Cracked both head-end siderail outer panels, and inner right panel.